Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the bottom half of the screen was black which blocked the graphics and text. Customer's blood glucose was approximately 140 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.